Event description:
It was reported that the patient experienced symptoms of epigastric discomfort, hiccup sensations, and chest pain due to diaphragmatic stimulation from the left ventricular (lv) lead. Reprogramming was performed and a few days later the stimulation reoccurred. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.